Event description:
Pt was hospitalized due to dka. According to pt's mother, pt was new to the pump on (B)(6) 2013. The hcp made several pump setting adjustments for basal rate on (B)(6) 2013. Mother also indicated pt was eating carbohydrates and not bolusing for them, in addition to battling an upper respiratory infection.

Manufacturer narrative:
Mother also stated that during the hospitalization the pump settings were adjusted based on the IV insulin pt was being treated with.